Event description:
Caller reported a power source alert that caused the pump to shut down, and a shutdown alarm was received prior to the shutdown. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was advised by technical support to wait at least 30 minutes to charge the pump using tandem charging supplies and to update the software. Customer understood the advice and acknowledged the instructions.